Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an venotomy closure of a right common femoral vein using the pre-close technique prior to an electrophysiology (ep) procedure. Reportedly, when removing the plunger (step 3), of the second suture in the pre-close technique, the suture separated. The device was withdrawn, but the knot had unraveled. The sutures of one new prostyle device was pre-placed. The sheath was upsized and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.